Event description:
It was reported that the pump battery was depleting too quickly, leading to the pump shutting down. This shutdown caused the customer's blood glucose level to rise to 600 mg/dl, which was addressed by the customer with a corrective injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.